Event description:
Customer reports, markings on some syringe is incorrect, defect could cause improper dose to be delivered.

Manufacturer narrative:
Investigation revealed 2/40 returned units had inaccurate graduation markings on the syringe barrels. Two cases were brought in from distribution and examined. None of the syringes displayed incorrect graduation markings. Manufacturing plant reviewed lot history and found that a barrel printer malfunctioned during the production of this lot. 900 units were rejected for print defects; apparently some units escaped detection. The device record shows the defect was confined to a small number of units. None of this lot remains in distribution. No other complaints have been received against this lot. Reference MFR complaint #dl1997-2-3-7. Code 2200 syringes were not used in pt care, therefore there was no pt injury. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood-davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.